Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) distal conductor fractured. Partial lead in segments returned and analyzed.

Event description:
Apparent lead fracture and multiple shocks due to noise were reported. When the physician used a turning tool to retract the helix, there was no torque (just moved freely). Cathode conductor coil was fractured approximately 5-8 cm distal to pin. The lead was explanted and replaced. No patient complications have been reported as a result of this event.